Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.2cm to 12.6cm from the distal tip electrode. The silicone insulation was abraded and the re conductors were visible. The etfe coating was intact at the same location. External insulation abrasions were found at 11.6cm to 11.8cm, 15.8cm to 16.0cm and 19.7cm to 19.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.